Event description:
It is possible (although has not been determined) that the vascular grafts or other components of this patient's vascular procedure may have caused this patient's aspergillus infection.====================== health professional's impression======================patient's aspergillus infection may have been linked to vascular grafts or other components of vascular surgery procedure.====================== manufacturer response for allograft, graft hemashield 8x15cm======================manufacturer is investigating.====================== manufacturer response for allograft, graft hemashield single branch 28x50x10======================manufacturer is investigating.